Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient alleged their device wasn't working and the device wasn't controlling their symptoms. Patient followed up with their healthcare provider (hcp) who then instructed the patient to follow up with the manufacturing company to do some reprogramming. It was reviewed that the call center will message a local manufacture representative (rep). No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.